Event description:
On the day of the event, patient developed "severe pain" in patient's side and forearms (not cramping) approximatecly 2 hours into the treatment as well as complaints that "tongue was burning" and "numb". Patient also had difficulty swallowing, patient's treatment was completed and the pain eased with the use of a heating pad and oxygen therapy. Patient's weight and other vital signs were unremarkable. Patient left the facility after treatment in stable condition. Patient reportedly was feeling better since the treatment. Patient is discontinuing treatment. Diagnosis was initally felt to be lactate intolerance. Additional information was received on 5/28/02 by the physician indicating that endotoxemia could have been a causal factor.